Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft. The hypotube was broken at 289 mm from the hub. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with the stent's profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 22x3.0mm, eccentric target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 2x8mm semi compliant balloon was selected to dilate the lesion followed by a 2.5x8 balloon. A 3.00x24mm promus element ¿ stent was selected but could not pass the lesion and the stent was deformed. The procedure was completed with a 3.0x23mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 22x3.0mm, eccentric target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 2x8mm semi compliant balloon was selected to dilate the lesion followed by a 2.5x8 balloon. A 3.00x24mm promus element stent was selected but could not pass the lesion and the stent was deformed. The procedure was completed with a 3.0x23mm non-bsc stent. No patient complications were reported and the patient's status was stable.